Event description:
I don't know if related to breast implant illness because mother has ra but, while under stress, I began noticing severe joint and muscle pain throughout my body, fatigue, two cataract surgeries (1st age (B)(6)), numbness fingertips, memory problems, confusion, swollen joints most recently, sores in nose, mouth ulcers, non-alcohol fatty liver disease, liver inflammation. Positive ana, positive anti-ds dna, homogenous. FDA safety report ID # (B)(4).

Event description:
I don't know if related to breast implant illness because mother has ra but, while under stress, I began noticing severe joint and muscle pain throughout my body, fatigue, two cataract surgeries (1st age (B)(6)), numbness fingertips, memory problems, confusion, swollen joints most recently, sores in nose, mouth ulcers, non-alcohol fatty liver disease, liver inflammation. Positive ana, positive anti-ds dna, homogenous. FDA safety report ID # (B)(4).